Event description:
The hosp reported that during preparation for a coronary artery bypass graft surgery, nine heartsting seals cracked while loading into the delivery tube. The report did not provide any further info. No pt involvement was reported.